Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what were the indications for surgery? Were there any issues noticed during the initial operation? Was a leak test performed? Was the gold cartridge being returned used in the 1st procedure? If so, what was done to address the issue with the gold cartridge during the 1st procedure? How was the leak identified? Was the patient undergoing radiation or chemotherapy? Was the anastomosis done using a circular stapler? What was the date of the reoperation?

Event description:
It was reported that after a laparoscopic low anterior resection, post-operative leak occurred. The initial operation was on (B)(6) 2014. Reoperation was performed to create a stoma under an open procedure. During the reoperation, it was found that some staples were not formed properly on the leak site. The cartridge was gold. Blood transfusion was not required.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60d cartridge reload was returned partially fired 3/4 and with cartridge deck damage. Furthermore the cartridge pan was noted to be partially dislodged at right side. Upon evaluation, the reload was noted to have the deck and alignment stop tabs damaged. It is possible that the tabs were damaged due to an improper loading technique. Please note that to insert a new reload, slide it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run and the sled becomes damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No further functional testing could be performed due to the condition of the returned reload.